Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostyle device after an endovascular thrombectomy interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was an arteriotomy closure of the right common femoral artery via an 8f sheath hole. Following the cuff miss, a new prostyle device was used to achieve hemostasis. No additional information was provided.